Manufacturer narrative:
The reagent lot number is 92057501 with an expiration date of 31-jul-2027. The field service representative found that one of the rinse tubes was broken. He replaced the rinse tubes and sample probes, performed adjustments, cleaned the rinse nozzle, the ultrasonic mixers, and the bath level sensor. He flushed the fluidics sample probes and replaced the high-pressure valve sample syringe. He performed checks, tests, and verifications. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine jaff gen.2 results for 2 patient samples on a cobas 8000 c702 module. Patient 1: on (B)(6) 2026, the initial result was 2.37 mg/dl. On (B)(6) 2026, the repeated result was 0.95 mg/dl. Patient 2: on (B)(6) 2026, the initial result was 9.31 mg/dl. A new sample was tested, and the result was a "normal" result. The numerical value was not provided. On (B)(6) 2026, the initial sample was repeated, and the result was 1.53 mg/dl. This result was believed to be correct.

Manufacturer narrative:
The investigation determined that the service actions resolved the issue. However, a specific cause of the event could not be determined.